Event description:
The manufacturer previously reported an everflo oxygen concentrator emitted flames at the cannula connection. The patient received burns and was treated with ointment from a pharmacist.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator emitted flames at the cannula connection. The patient received burns and was treated with ointment from a pharmacist. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found the nasal cannula has evidence of thermal damage. There is no thermal damage to the device internally or externally. The internal part of the device was visually inspected and found a build up of dust, dirt, dander, household fibers and the odor of tar and nicotine. There was no failure to the device that would cause a thermal event. The thermal event originated external to the device. Product labeling state,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use. Do not use oil or grease on the concentrator or its components as these substances, when combined with oxygen, can greatly increase the potential for a fire hazard and personal injury." The manufacturer concludes the thermal event originated from an external source.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator emitted flames at the cannula connection. The patient received burns and was treated with ointment from pharmacist. The device has been returned to the manufacturer's product investigation laboratory for investigation. The investigation has yet to begin. The manufacturer will submit a follow up report when the manufacturer has completed the investigation.